Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was around 90-150 mg/dl. There was no adverse impact to customer's blood glucose. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.